Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal came apart when loading prior to being deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. The loading device was not returned. A visual inspection was conducted. Signs of clinical use were observed. There were no signs of blood. The tension assembly was inside of the delivery device. The seal was observed to be partially in the delivery device. In addition, part of the seal had a gap/crack. The white plunger on the delivery device remained unpressed. The blue lock remained in the locked position. The seal was pulled out from the delivery device for inspection. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.2185 inches. The length of the delivery tube was measured at 2.5015 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was not confirmed. The analyzed failure "crack" was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal came apart when loading prior to being deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.